Manufacturer narrative:
The customer reported serious injury to patient due to lack of oxygen supply pressure resulting in low spo2 levels. The manufacturer's field service engineer confirmed the reported problem. The device gave a high o2 supply pressure alarm resulting in o2 unavailable. Serious injury to patient due to patients spo2 dropped from 98 to 78%. The hospital declined the request for patient information. The oxygen supply pressure was found to be faulty. The manufacturer's field service engineer reported no parts replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported serious injury to patient due to lack of oxygen supply pressure resulting in low spo2 levels.